Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose reading was inaccurate. The blood glucose reading was at least 600 mg/dl, compared with the sensor glucose reading of 299 mg/dl. The customer treated with a manual injection and performed an infusion set change. He was advised that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.